Manufacturer narrative:
The system controller serial number (B)(4) was returned to the manufacturer for evaluation. The evaluation was able to confirm unusual interruptions in the pump function based on the review of the returned system controller log file. The log file contained approximately 15 days of data. Events were recorded approximately 6 days prior to the removal of the system controller where the pump stopped twice, accompanied by the expected low speed hazard alarm. The system controller was evaluated while connected to test lab equipment and was determined to be functioning as expected during analysis even while supported independently by either power lead. The system controller was unable to be attributed to the events contained within the log file. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that audible and visual low flow and red heart alarms were being experienced by the patient. Log files were sent to the manufacturer for review. The system controller was exchanged with another system controller.